Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article was received for publication on 10 oct 2021. The implant duration is known only as nine (9) years. Therefore, (B)(6) 2012 is being used as the implant date. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article, intraprocedural assessment of valve geometry during transcatheter mitral valve replacement by large field-of-view intravascular ultrasound a case report, the following event was identified as pertaining to an edwards device: a 59 year-old male with a carpentier-edwards perimount plus valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years due to calcific degeneration leading to significant stenosis and severe insufficiency. Indication for initial surgery was severe mitral regurgitation. A small leaflet calcium deposit and a calcified commissure with thickened, poorly mobile, non-coapting leaflets were observed on computed tomography angiography (cta). A transcatheter edwards valve was successfully implanted within the surgical valve.

Manufacturer narrative:
H10: additional manufacturer narrative: despite due diligent attempts to receive further information regarding this event and device availability, no additional information was received from the customer. The date of the event is unknown; however, the article was received for publication on 10 oct 2021. The implant duration is known only as nine (9) years. Therefore, (B)(6) 2012 is being used as the implant date. The device history record (DHR) was not reviewed as the device serial number was not provided. Article citation: kalinczuk l, mintz gs, chmielak z, rudzinski pn, witkowski a. Intraprocedural assessment of valve geometry during transcatheter mitral valve replacement by large field of view intravascular ultrasound a case report. Eur heart j case rep. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely contributed.